Event description:
It was reported that the insulin pump alarmed motor errors. The blood glucose level was not included in the report. It was also report that the insulin pump was exposed to moisture and has a crack around the battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.